Manufacturer narrative:
This case does not come from either device malfunction or user error. It is a possible complication in the post-interventional interval. The risk of local infection and also appendicitis is covered in the clinical literature and is part of our user information. Note : this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
A few days after endoscopic resection at the appendiceal orifice with dftrd, the patient developed appendicitis. The appendicits required surgical appendectomy.